Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The issue was resolved by reseating the connections on the device with customer over the phone. This report is complete and is considered closed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2015 had low intensity, on all led lights. There was no report of harm, death or serious injury.